Event description:
It was reported that the patient's pacemaker could not be interrogated. No intervention was performed, and no patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.